Manufacturer narrative:
Unique identifier (UDI) # (device identifier): (B)(4). Approximate age of device- 2 years and 3 months. The lvad was not explanted from the patient after expiration. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient expired on (B)(6) 2016. The cause of death was gastrointestinal bleeding and failure to thrive. No autopsy was requested and the pump was not explanted. No further information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system and the reported gastrointestinal (gi) bleed could not conclusively be established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system a review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.